Manufacturer narrative:
Zimmer biomet complaint number is (B)(4). Event date is unknown/not provided. Implant date is unknown/not provided. Explant date is unknown/not provided.

Event description:
Doctor reports that the hex of the implant (nt410) was damaged at placement of the implant. The implant was removed and another implant was placed with no problem in the same surgery with the same driver. No adverse event was reported as a result of the malfunction. Tooth location # 3.

Manufacturer narrative:
This report is being submitted to supplement. The reported device was returned for evaluation. Visual inspection revealed signs of wear consistent with use, and damage at the threads and external hex feature. The reported condition of a deformed hex was confirmed. A definitive root cause could not be determined. Probable causes related to this malfunction are highlighted in the product risk management file and include: implant not being transferred from the sterile environment to the patient in accordance with instructions for use, excessive torque used to place the implant cover screw, clinician inadvertently selected the incorrect driver for the cover screw, torque applied during placement/seating exceeds recommended value or inadvertently selected an instrument with the wrong drive feature to place/seat the implant. A device history review (DHR) was completed for the reported device lot. No non-conformances were noted that could cause or contribute to the reported event. Based on inspection of relevant DHR information, the device likely left the zimmer biomet manufacturing site conforming and per specifications. No remedial action is required as the investigation did not confirm the product was non-conforming at the time of distribution no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the hex of the implant (nt410) was damaged at placement of the implant. The implant was removed and another implant was placed with no problem in the same surgery with the same driver. No adverse event was reported as a result of the malfunction. Tooth location # 3.